Manufacturer narrative:
Upon receipt the lv (is-1) septum was missing. The cause of the field event was found to be due to inadequate cleaning of the parylene from the header before the lv (is-1) septum adhesive was applied. This prevented the lv (is-1) septum adhesive from properly securing to the header.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant the device was removed from packaging and when the physician inserted the lv lead and tried to secure the lead with the setscrew, the lv setscrew septum popped off the mounting and rendered the device unusable. Device was not used and was replaced. The procedure continued without further interruption.